Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the suspected peritonitis event. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).